Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 3.0 x 12 mm nc trek balloon ruptured at an unspecified pressure. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Event description:
Subsequent to the initial report filing, additional information was received stating that the nc trek balloon was selected for pre-dilatation of a lesion located in the mid to distal left anterior descending artery (lad) with heavy calcification. The nc trek balloon ruptured at 18 atmospheres (atm) during the 4th inflation. There was no resistance noted during the advancement or during the removal of the balloon. The lesion was then dilated with a non-abbott balloon. The nc trek balloon was soaked in saline prior to use and was prepped inside the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the device was prepared inside the patients anatomy. It should be noted that the japan nc trek coronary dilatation catheter instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. In this case, it is not likely that prepping the balloon in the body contributed to the material rupture.